Event description:
Defective supply: 5fr pacel flow directed pacing catheter syringe. The syringe included in the package was defective. It is supposed to stop at a certain amount of air and did not stop. A new pacing catheter was opened, and that syringe worked properly. No harm to patient.